Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the recipient went to charge his audiolink and the device got extremely hot and the recipient removed it from the charging cable. The recipient was barely able to get the device open in the morning to take a look at it. It appears that the plastic has melted and tried to fuse the battery and the main unit. The recipient used his device for streaming for 4-6hrs/day and charges it almost every day.

Event description:
Reportedly, the recipient went to charge his audiolink and the device got extremely hot and the recipient removed it from the charging cable. The recipient was barely able to get the device open in the morning to take a look at it. It appears that the plastic has melted and tried to fuse the battery and the main unit. The recipient used his device for streaming for 4-6hrs/day and charges it almost every day.

Manufacturer narrative:
Conclusion: according to the information received, the users audiolink got extremely hot while charging via the charging cable. During device investigation the battery was found non-functioning (can be charged and discharged but does not work) and the ic for charging was found burnt through. The root cause why this happened is unclear. This is a final report.